Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Device history review was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed.

Event description:
An event occurred on unspecified date in december 2025 involving a spinning spiros reported that they attached the keytruda and opened the roller clamp to start the infusion. Immediately after opening the clamp, the top of the spiros device (not on a connection seam) began to spew medication. I immediately stopped the infusion and returned the medication back to pharmacy. I also hung a bag of paclitaxel, and the same spiros malfunction occurred. The medication did not spew out of the side of the spiros (not on a connection seam) until the roller clamp was opened. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Additional information in b5.

Event description:
The following information was not included in the previously submitted reports. There was delay in therapy about 2 hours, the patient was frustrated and upset. Service recovery was required. Patient throughput was also affected due to 2-hour delay affecting other patients care. Patient¿s status did not change due to the event. The patient's status was stable and received full therapy.